Event description:
Customer reports missing segments on the display and that the display produced results of 700 mg/dl and 925 mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. Device numeric reading range is 10 mg/dl to 600 mg/dl. Requested return of suspect device and replacement sent.